Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a combiset transducer caused a machine to run into air detector issues, leading to tmp issues, leading to wet transducer. Staff was forced to stop and change transducer causing delay in treatment. There was no reported issue of patient harm or blood loss. Additional information was requested as well as sample status, but no details were provided.